Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced vegetation on the right atrial (ra) lead. The implantable pulse generator (ipg) exhibited premature battery depletion and was unable to be interrogated. The ipg and lead were explanted and the patient was implanted with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.